Event description:
It was reported that patient underwent ptn nail revision procedure on (B)(6) 2011. A subsequent revision procedure was performed on an unknown date due to failure of the locking mechanism between the trochanteric nail and lag screw assembly. The components were removed and replaced with total hip system. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 1 mdrs filed for the same event (reference 1825034-20120-00117 & 00118).

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Review of explanted devices in conjunction with radiographs determined that the lag screw was not securely held in place and was allowed to slowly back out of the femur, potentially due to the set screw not being fully engaged on the lag screw.

Manufacturer narrative:
Additional information received that patient underwent prior revision on unknown date for component pushing out of place. Product identification is unknown as product was discarded and event was not reported to manufacturer.